Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report : 27jan2020.

Event description:
The biomed reported that when the nurse was trying to change settings, while on a patient, the touchscreen was not working. The biomed added that the touchscreen will calibrate but has to touch hard. The customer contacted product support who advised the customer of a suspected faulty touchscreen. Product support provided part ID for the touch screen. Patient information and repair information were requested from the customer, but no details were provided.